Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, after system was powered on, "large roller pump: 1 fail" error message was displayed and icon of the roller pump displayed and "x". After reboot, this issue did not cancel. As a result, an alternate, device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.